Event description:
It was reported that the right ventricular (rv) lead was undersensing, resulting in the cardiac resynchronization therapy defibrillator (crt-d) incorrectly detecting or classifying the patient's ventricular tachycardia (vt). The lead sensing vector was adjusted. The lead and device remain in use. No patient complications have been reported as a result of this event.